Event description:
Per customer, the doctor was working on a zmc fracture and while using the repositioning pin, the head disassembled leaving thread in pt's zygoma bone. They were able to remove the thread, but had to dig into the bone.

Manufacturer narrative:
Investigation in process but not yet complete.